Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to phrenic nerve stimulation. Diagnostic imaging was performed which revealed the left ventricular (lv) lead was dislodged. The lv lead was explanted. The physician elected to not replace the lead due to difficult patient anatomy. The patient was in stable condition.